Event description:
It was reported that "surgeon put in insert according to protocol, but insert would not seat on lateral side of right knee. Surgeon was sure of not having any tissue in the way of proper seating. Extracted insert but locking wire was not intact. Used another insert that seated appropriately. Took extra care to check seating.